Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and found device would not boot up. Rse checked the system remotely and found flex vision pc grabber cards are not initialized. The frame grabber captures the video from the allura system. Rse provided the instructions to biomed to restart the system. To resolve the issue biomed restarted the system several times. After restarted the system several times, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system failed to boot and required several reboots before it fully booted up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.